Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and could not duplicate the issue. The fse checked the alarm history, and the only alarm was the check catheter alarm. The fse performed a complete calibration and electrical safety test and all meets factory specifications. Fse also ran unit on a test balloon with no issues. The end user may need to adjust the augmentation alarm limits. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use checkout, the cs300 intra-aortic balloon pump (iabp) alarmed. There was no patient involvement and no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed during puc, the customer requested the unit to be checked for proper operation. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.